Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump received a no delivery alarm during a bolus. Customer's blood glucose was 600 mg/dl. Customer declined troubleshooting. Customer was advised to change set and to monitor insulin pump.